Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test for pacer function. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a system interconnection flex cable that was not properly seated to the connector. The cable was replaced to resolve the reported problem. Analysis of reports of this type has not identified an increase in trend.